Manufacturer narrative:
After further review of this service notification, it was determined the initial report was submitted in error. This implantable device was not marketed or commercially distributed in the us, nor is it similar to a device marketed or commercially distributed in the us.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was not able to be emptied. Customer's blood glucose was unknown. Customer will not be returning the device for analysis.